Manufacturer narrative:
Block b3: the date of the event was approximated to 2/1/2025 based on the date the manufacturer became aware of the event. Block e1: initial reporter alternative number: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of trip wire detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure for varices performed on an unknown date. During the procedure, the bands did not deploy. It was noted that a band was free in the esophagus and realized that turning the deployment device wasn't pulling the bands back. Upon withdrawing the scope, it was clear that the string had come loose from the plastic banding cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure for varices performed on an unknown date. During the procedure, the bands did not deploy. It was noted that a band was free in the esophagus and realized that turning the deployment device wasn't pulling the bands back. Upon withdrawing the scope, it was clear that the string had come loose from the plastic banding cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information received on march 20, 2025: it was clarified that the fabric thread was detached.

Manufacturer narrative:
B3: the date of the event was approximated to 2/1/2025 based on the date the manufacturer became aware of the event. E1: initial reporter alternative number: (B)(6). H2 (additional information): h6: device codes and block b5 has been updated based on the additional information received on march 20, 2025. H6: imdrf device code a0501 captures the reportable event of suture was detached.